Manufacturer narrative:
Date of event: unknown (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the lens was explanted. Description of event - not loaded properly. Through follow-up, the customer stated that the lens was highly likely removed on the same day of the procedure, however could not confirm this information. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/20/2017. Device evaluation the device was returned to the manufacturer. Visual inspection was performed and lens was observed cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.